Event description:
Additional information was received from the patient. They reported that it was unknown if they had a seizure, they went to a family health care provider (hcp). Patient said this had happened twice in a year. It was reported that the issue was not resolved. On both occasions when the patient shut the device off the episodes would end completely within 20 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: convulsions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. They reported that the patient stated that last night, they woke up and they were having a convulsion. Their shoulders and body were affected. Patient said that they turned off their ins and they felt better. Patient added that they had no falls or trauma, they did not change anything in their therapy. The patient was redirected to their healthcare provider to further address the issue. On 2025-jul-16 additional information was received from the healthcare provider (hcp). They reported that it was unknown if the convulsion was in fact a seizure or not and it was unknown if it was related to the device or therapy.